Event description:
The patient underwent a laparoscopic cholecystectomy. The tissue did not cut while using the ethicon ets endoscopic linear cutter, (35 mm vascular/thin). The handle locked and the surgeon could not cut through the staple line. Hemoclips were used instead, and there was no harm to the patient.